Manufacturer narrative:
Sales rep, (B)(6), reported on (B)(6) 2022 - the balloon burst (12 atm) before the rated burst level (16 atm). No part separated in the patient. The balloon was removed and physician was able to successfully completed the procedure with another device of the same type (different size). The balloon was used over a .014, 300 cm cook hydro st wire during a tibial angioplasty procedure. Initial containment activities indiciate there are no other suspect products in the field. Device evaluation is expected but not started.

Event description:
Per rep - on (B)(6) 2022 - the balloon burst (12 atm) before the rated burst level (16 atm). No part separated in the patient. They removed the balloon and successfully completed the procedure with another device of the same type (different size). The balloon was used over a .014, 300 cm cook hydro st wire. Type of procedure: tibial angioplasty